Event description:
The arthroplasty was revised due to acetabular loosening with associated pain. The components were implanted in situ for ~0.5 y. The acetabular liner, acetabular shell and femoral head were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 3.

Manufacturer narrative:
It was noted that medical records and x-rays were not provided for review due to institutional irb and hipaa regulations at the reporting facility. A supplemental report will be submitted upon completion of the investigation. Device not returned.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a photo was provided of the tritanium revision acetabular shell. There was bone on-growth noted on the shell. Nothing further could be learned from the photograph. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated was deemed insufficient for medical review. -device history review indicates all devices accepted into final stock met specification. -complaint history review indicates there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to acetabular loosening with associated pain. The components were implanted in situ for ~0.5 y. The acetabular liner, acetabular shell and femoral head were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 3.